Event description:
It was reported that there was a patient fall in which a patient received bruising on both her left shoulder and the left portion of her head as a result of the fall. A CT scan and x-rays were performed but no further treatment was needed. The bed exit was found to not be engaged.

Manufacturer narrative:
The patient received bruising to her left shoulder and left portion of her head as a result of the fall. She had a CT scan and x-rays performed but no further treatment was needed. The bed exit was not engaged. The bed was inspected and found to meet and perform to specification.